Event description:
It was reported that a patient underwent a surgery at lumbar 4-lumbar 5 to treat lumbar spinal canal stenosis (lscs) using a device and hardware during an unknown spinal surgery. It was reported that during endplate preparation an unintended durotomy at lumbar 4 was reported. The procedure was completed without any further incident. It caused 30 minutes delay of the surgery.

Manufacturer narrative:
(B)(4): the product was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.